Event description:
A medtronic representative received a report that during a cranial resection procedure the navigation system positioning sensor unit (psu) would not track any instruments. The site was able to bring in another navigation system which tracked the instruments normally. The surgeon completed the procedure with the use of the second navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the positioning sensor unit (psu) bump indicator light was on and a psu fault was found on the ndi toolbox configuration utility. Medtronic investigation of returned psu found that when connected with a known good system the psu fault light did not illuminate at power up, but did light up after a few minutes warm up. A check of the event log indicated a history of the illuminator current moving in and out of range. Also, the laser battery is very weak. A software investigation was completed and determined the issue was caused by a system code fault indicating the illuminator current is out of range. Software is functioning as designed. The reported event was confirmed to be caused by an electrical issue with the psu. Replacement psu shipped to site for issue resolution. A medtronic representative replaced the psu and performed a navigation system check-out, all areas passed.